Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the proximal circumflex with two xience v stents, one 3.5 x 23 and one 3.0 x 15 and direct stenting in a restenosed, previously stented lesion with a non-abbott device in the left main coronary artery with one 4.0 x 8 xience v stent. It was discovered through the social security website that the patient expired on (B)(6) 2011. The cause of death is currently unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.0 x 15, xience v 4.0 x 8 , cypher (2.5 x 28, 2.75 x 33 and 3.5 x 8), pixeo 2.5 x 13. Other: aspirin, clopidogrel. There was no reported product deficiency and the product was not returned. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.